Manufacturer narrative:
(There is no change in the original clinical conclusion).

Event description:
The peritoneal dialysis (pd) patient went to the emergency room on (B)(6) 2017 for chest pain and abdominal pain and was subsequently hospitalized until (B)(6) 2017. Initial culture results obtained during hospitalization suggested a possible peritonitis, thus the patient was started on intraperitoneal (ip) vancomycin and gentamycin. The final culture results from (B)(6) 2017 were negative for peritonitis and the antibiotics were discontinued. The patient¿s pd catheter was replaced on (B)(6) 2017 (left abdomen) and again on (B)(6) 2017 (right abdomen) due to drain complications. The first pd catheter was removed on (B)(6) 2017 and the second was removed on (B)(6) 2017. The patient¿s abdominal pain had significantly improved by the date of discharge. The patient is currently receiving in-center hemodialysis (hd).

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances or any associated rework during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical investigation: although a temporal relationship exists between the liberty cycler and the reported adverse event of abdominal pain, there is no documentation showing a causal relationship between the liberty cycler, the hospitalization, and/or the adverse event of abdominal pain. Additionally, there is no allegation against any fresenius products and the adverse event. However, there is a probable association between the common gastrointestinal symptoms of abdominal pain, renal failure, and malfunctioning peritoneal dialysis (pd) catheter, which is not a fresenius product.

Event description:
A peritoneal dialysis (pd) patient reported that the cycler had a drain complication message during drain 1 of 4 on (B)(6) 2017. The patient had subsequently gone to the in-center clinic for evaluation due to symptoms of severe abdominal pain. The patient was evaluated and cultures were collected from the pd effluent for determination of possible peritonitis. The patient was treated with prophylactic antibiotics and was later seen by a gastrointestinal doctor for the abdominal pain. The culture results collected on (B)(6) 2017 were resulted in negative for peritonitis on (B)(6) 2017. The patient went to emergency room on (B)(6) 2017 and was subsequently admitted to the hospital where the pd catheter was removed due to a reported malfunction. Following hospital discharge, the patient has not returned to pd and is currently performing in-center hemodialysis (hd). There was no reported patient adverse event related to cycler issues.